Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer. The spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the image failure. When connected to test equipment, the customer's smart cable intermittently ceases to recognize a known, good, test video baton 2.0 and a known, good, test single use blade. The smart cable also shows a green static image. The camera image quality test was performed and failed. The technical service representative attributed the poor image quality issue to cable failure. Since the glidescope spectrum smart cable is not repairable and a replacement was already provided to the customer, the spectrum smart cable used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the spectrum smart cable caused the image to flicker and go in and out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.